Event description:
When pt contacted the firm they advised them that unless "the outer seal on the box is intact" they can not return the product. However, upon receipt of the product the outer seal was broken. When pt contacted the firm they were notified that they are aware that they have a problem with the outer seal on the box.